Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer the reported via phone call that the insulin pump was squirted insulin during priming also buttons had to sometimes be pressed twice to activate. Customer's blood glucose level was unknown at the time of the incident. Customer stated that high and medium alarms was not sounding on insulin pump only the low level alarm will work. Customer also stated that few scratches on the screen and that did not affect readability also customer seen condensation under the screen. Customer also stated that insulin pump was rewind slower in the past. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube window corner and minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test or audio or video anomaly noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No prime or fill anomaly or rewind anomaly noted. Device was visually inspected and no moisture damage noted.